Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that main full-height drawer 5 was not detected on the communication bus at the station. A field service engineer replaced the pyxis module controller (pmc) to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis medstation system, the main full-height drawer 5 was dead, preventing users from accessing medication for patients. This incident resulted in a delay in dispensing medication to the patients and there was no patient harm. There were no adverse events or injuries reported based on this event.